Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump froze during prime, and the numbers were scrolling on the screen after customer removed and reinserted the battery. Insulin pump alarmed a failed battery alarm, so the customer changed the battery and the insulin pump displayed a full circle on the device, but the buttons were unresponsive. Customer's blood glucose was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not be returning the device for analysis.